Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they contacted the manufacturer to get a new tech reps name and phone number. The patient reported that they went through several calls before a local rep contacted. The patient reported that it took until (B)(6) 2019 for a rep to be able to meet up due to her partner being on vacay. The patient reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that caller needed assistance for meeting with a manufacturer representative. The caller explained that over the holiday weekend, the ins stopped working. The ins doesn't seem to be any power, can't get the vibrator portion to work. The caller states that this happened over the holiday weekend, and that the patient is in a lot of discomfort. Patient did not have a managing physician. No further complications were reported/anticipated.